Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm weak battery. Customer's blood glucose at time of incident was 181 mg/dl. The customer was explained the recommended battery type and proceed to battery out limit troubleshoot. The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was 181 mg/dl. The customer was advised insert new battery and pump did not alarm. Customer was advised to monitor pump. The customer was advised that we will ship replacement battery cap.